Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 427mg/dl. The customer states they treated with manual injections. The customer states they were stuck in prime rewind option. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to a slightly loose and tilted drive support disk. Unable to verify the compromised force sensor system alarm due to the motor error alarms. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the motor error alarms. No rewind anomaly was noted. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and a cracked case at the reservoir tube window corner.